Event description:
It was reported that a revision surgery was performed due to increased pain.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the complaint history revealed no prior complaints for the listed lots. Our clinical/medical team concluded that based on the documentation provided, the patient¿s high-risk for infection/comorbidities cannot be ruled out as the major contributing factors to the reported early post-operative symptoms and does not suggest a mal-performance of the prosthetic components, rather, a post-op complication of the surgical procedure itself. The reported 2nd aspiration was performed after a traumatic fall and was deemed hemarthrosis, due to said injury and negative infection; however the patient continued on chronic prophylactic antibiotics. Although there was mention of a right tka revision in 2018, documentation regarding this event has not been provided for inclusion in the medical investigation. The patient impact was the reported post-operative complication of mrsa infection and resulting symptoms necessitating chronic prophylactic antibiotics, the 2 aspirations and the reported revision. Should additional documentation be provided, the medical investigation assessment may be re-evaluated. No further medical assessment can be rendered at this time. A definitive root cause cannot be determined with the information provided. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.